Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver was not pairing with the transmitter. Patient stated that their smart device is connected. Patient has two receivers. Dexcom representative advised patient to turn off one of the receivers and reset the other receiver and wait for it to pair with transmitter. No additional patient or event information is available.